Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it is likely that the image was not displayed because the cable unit malfunctioned due to user operation. The instruction manual identifies the following verbiage, which may prevent the phenomenon: "¿ use the camera head within a range of ambient temperatures shown in ¿transportation, storage, and operating environment¿ on page 47. When using the camera head at a higher than ambient temperature in the operating environment, the external surface temperature of the camera head may rise excessively. ¿ do not strike the camera head. The camera head may be damaged. ¿ do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. ¿ do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ¿ be careful not to twist the camera cable when it is coiled. The camera cable may be damaged. The cable can be coiled without twists by piling loops that are made by crossing the cable in front and back alternately. ¿ never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. ¿ turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the electrical circuits inside the camera head. ¿ to check the electromagnetic interference from other equipment (any equipment other than this camera head or the components that constitute this system), the system should be observed to verify its normal operation in the configuration in which it will be used." Olympus will continue to monitor field performance of this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the issue was confirmed. The image would cut in and out due to a faulty cable unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during preparation for use for a cystoscopy procedure, the high-definition camera head would not show a picture. The technician in the room was inspecting the scope and when the scope was hooked up to the screen, the image was foggy, and the image could not be seen. A different scope was used to complete the procedure. No patient harm reported.